Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a coronary diagnostic procedure using a 6f sheath. Reportedly, the suture broke. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the suture, link, posterior needle tip, and both cuffs were not returned with the device, the scope of this investigation was limited. Inspection of the returned components indicated that the anterior cuff-to-needle tip detachment occurred while retracting the needle plunger to retrieve the suture as evidenced by the damaged anterior needle barb. Subsequently, a failure to retrieve the suture occurred which could appear very similar to the reported suture break. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Cuff-to-needle tip detachment suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors for the anterior cuff-to-needle tip detachment during the suture retrieval process included, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. However, because the suture and link were not returned, it could not be determined if they were dragged through the device while retracting the needle plunger which could have contributed to cuff-to-needle tip detachment. Also, it could not be determined if the anterior cuff was captured within the suture knot which could have caused the cuff to detach from its needle tip. Every suture and suture bearing is inspected for proper assembly during manufacturing, and every link and cuff is inspected and tested for proper assembly during manufacturing. Furthermore, during testing, the plunger was inserted and retracted successfully without any observable resistance. There were no challenging anatomical conditions reported which could have caused or contributed to resistance during the needle plunger retraction. Also, there was no needle strike mark observed at the posterior foot to suggest that the posterior needle might have been deflected and struck the posterior foot during needle deployment which could have caused the anterior cuff to become detached from its needle tip during the suture retrieval process. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the needle plunger was abruptly pulled out of the device after needle deployment which could have caused the anterior cuff to detach from its needle tip. Based on the reported information and the investigation findings, the probable cause for the anterior cuff-to-needle tip detachment could not be determined. No manufacturing or quality deficiency was detected. A query of the complaint database for this lot revealed no similar incidents. A review of the finished device lot history records did not reveal any relevant nonconforming material records for this lot that could have contributed to this complaint.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information